Event description:
Livanova deutschland received a report that, during maintenance, the arterial clamp displayed alarm "defective arterial clamp". When they turned off the pump and back on, all was working again. There was no patient involvement.